Event description:
On (B)(6) 2014, it was reported to animas that the pump had a power issue. Reportedly, there had been frequent replace battery alarms. No additional information was available. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.